Manufacturer narrative:
This was reported incorrectly with wrong cfn number. The correct cfn number for this report is 2518422.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP devices sound abatement foam. The patient has alleged difficulty breathing. There was no report of serious or permanent patient harm or injury. The manufacturers investigation is ongoing. A follow-up report will be submitted when the manufacturers investigation is complete.